Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the bovie's tip lite up like a match then frizzled out and was not cauterizing correctly. Upon assessment, the tip of the bovie was splintered and fried. They disconnected it and replaced with a new unit but exact same thing happened with second one.